Manufacturer narrative:
A direct correlation between the device and the reported ischemic stroke and subsequent patient outcome could not be determined through this evaluation. Stroke is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2017 due to the ischemic (perioperative) stroke on (B)(6) 2017. Autopsy was not performed and pump will not be returned.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient appeared to have an ishcemic (periperative) stroke in right middle cerebral artery (mca) and posterior cerebral artery (pca) hemishpere. Patient was having seizures which stopped on (B)(6) 2017. Patient was moved to neuro-intensive care for management. Patient was moved back to intensive care unit (ICU) and has not responded. On (B)(6) 2017, patient was still unresponsive. On (B)(6) 2017, neurology has not made a prognosis and patient remains hospitalized in the ICU on full support. On (B)(6) 2017, it was reported that neurology has not made a decision. No additional information was provided.